Event description:
The customer stated the etco2 is not working. The issue arose during patient care and the customer stated patient was not harmed.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.